Manufacturer narrative:
Supplemental report to reflect update to no product returned investigation, and provide information that was added. No additional investigation is required. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate paravalvular leak may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and CAPA were initiated to document the investigation and assess associated risk for this event.

Manufacturer narrative:
Additional information to b4, g3, g6, h2, and h10. A proctor review was received and reviewed. Pvl was seen on the CT scan. The s3 23 was implanted with nominal volume in the 90/10 position. The native annulus measured 393mm2 no calcium, sov 37x37x40 and stj 34mm (inconsistency between huge aortic valvular complex anatomy and small annulus). Pvl seen on CT scan between ncc and rcc. The amount of pvl was not confirmed. Index procedure showed the thv was well expanded with 383.7mm2 inflow , 401 mm2 outflow ,364mm2 mid section at the level of the stenosis. No additional investigation is required.

Manufacturer narrative:
A no product investigation was completed, as the valve remained implanted. As no product was returned, no visual inspection, functional testing or dimensional testing could be performed. Imagery was provided by the complaint site. The valve position was canted (rca side: 90/10; lca side: 50/50) within annulus. There was significant calcification surrounding the native annulus. Per tav in tav screening form, native annulus measurement was 395 mm2, which was within the recommendation range for size 23mm. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The IFU for s3/s3ur with commander delivery system was reviewed. Operating instructions indicated that patient anatomical factors and multiple imaging modalities should be considered during thv size selection. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were unable to be confirmed due to relevant medical record or imagery post procedure was not provided. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the onset timing of pvl and the onset date of hemolysis were unknown. The pvl degree was moderate. Drug treatment was provided for the pvl and hemolysis, but the pvl degree was not improved. At the time of follow-up investigation, hypo attenuated leaflet thickening (halt) was noted and hemolysis was not improved yet.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per imaging evaluation, the valve was not properly seated (canted in position) or non-coaxial within the native annulus. Improper positioning valve could lead to inadequate pvl skirt sealed against to the target site (native annulus), resulting paravalvular leak. In addition from imaging evaluation, significant calcification was presence on the native annulus. Bulky calcification could create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. As such, available information suggests that patient factors (calcification) and/or procedural factors (deployed valve non-coaxial within the annulus) may have contributed to the compliant event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and increased gradients. In this case, halt was found on postoperative day eight (8). It was treated as suspected thrombosis, leading to administration of anticoagulation medication. The anticoagulation regiment after the tavr and at the time halt was noted is unknown. As such, available information suggests patient factors (thrombosis) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.

Event description:
As reported by our affiliates in japan, during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 17 ml contrast solution, as intended. No balloon aortic valvuloplasty (bav) was performed prior to valve deployment. On unknown date, the patient experienced hemolysis due to paravalvular leak (pvl). The onset timing of pvl and the onset date of hemolysis were unknown. The pvl degree was moderate. Drug treatment was provided for the pvl and hemolysis, but the pvl degree was not improved. At the time of follow-up investigation, hypo attenuated leaflet thickening (halt) was noted and hemolysis was not improved yet. However, on postoperative day eight (8), computed tomography revealed halt, for which warfarin was administered. The patient had no clinical symptoms associated with halt. No valve dysfunction was noted. The antiplatelet/anticoagulation regimen after tavr and at the time of halt noted was unknown. The patient was discharged on pod 21. On-pod-63, the patient was hospitalized again for heart failure due to pvl. The pvl was moderate. The patient received treatment heart failure control and anticoagulant therapy for halt. On pod-80, tav in tav was performed. A 26mm sapien 3 ultra resilia valve was deployed into the pre-existing the 23 mm sapien 3 ultra resilia valve. Additional information indicates post procedure echo revealed increased pvl. On pod-6, hemolysis developed. Progression of anemia was also noted. It was considered as hemolytic anemia due to pvl and the patient received blood transfusion. As of pod-21, the outcome was ''resolving''. The patient was discharged from the reporting hospital once, but hemolytic anemia progressed and was hospitalized at another hospital. Subsequently, the patient was hospitalized at the reporting hospital again and received blood transfusion. Pvl which was the cause of hemolysis was retreated. As of pod-89, the outcome was ''resolving''.

Manufacturer narrative:
Additional information indicates post procedure echo revealed increased pvl. On pod-6, hemolysis developed. Progression of anemia was also noted. It was considered as hemolytic anemia due to pvl and the patient received blood transfusion. As of pod-21, the outcome was ''resolving''. The patient was discharged from the reporting hospital once, but hemolytic anemia progressed and was hospitalized at another hospital. Subsequently, the patient was hospitalized at the reporting hospital again and received blood transfusion. Pvl which was the cause of hemolysis was retreated. As of pod-89, the outcome was ''resolving''. No additional investigation is required. In this case, the root cause of the event remains patient factors.

Manufacturer narrative:
Correction to b.7, (atrial fibrillation, diabetes mellitus, prostate cancer, large intestine carcinoma, bladder cancer, s/p surgery for pancreatic tumor) supplemental report for additional information received. Hemolytic anemia was diagnosed on (B)(6) 2023 based on the result of blood test: increased ldh, increased reticulocytes, decreased haptoglobin, anemia. For hemolytic anemia, haptoglobin was administrated and 10 units of blood transfusion was given in total by discharge. Regarding blood transfusion, it was not only for hemolytic anemia but also for melena. Per medical opinion, pvl was the cause of hemolysis. Pvl occurred due to undersized valve and ellipsoidal annulus. Other potential causes of pvl were the ultra skirt, high implantation, and selecting the smaller valve for the borderline annulus. The physician refused to provide any relevant images. The patient expired due to covid-19 and aspiration pneumonia on (B)(6) 2023, unrelated to the valve.

Manufacturer narrative:
Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. The pvl and halt were unable to be confirmed without a provided medical record or imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the onset timing of pvl and the onset date of hemolysis were unknown. The pvl degree was moderate.''. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Limited patient and procedural information were provided, a definite root cause is unable to be determined at this time. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and increased gradients. In this case, halt was found on postoperative day eight (8). It was treated as suspected thrombosis, leading to administration of anticoagulation medication. The anticoagulation regiment after the tavr and at the time halt was noted is unknown. Re-operation was required. As such, available information suggests patient factors (thrombosis) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan, during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 17 ml contrast solution, as intended. No balloon aortic valvuloplasty (bav) was performed prior to valve deployment. On unknown date, the patient experienced hemolysis due to paravalvular leak (pvl). The onset timing of pvl and the onset date of hemolysis were unknown. The pvl degree was moderate. Drug treatment was provided for the pvl and hemolysis, but the pvl degree was not improved. At the time of follow-up investigation, hypo attenuated leaflet thickening (halt) was noted and hemolysis was not improved yet. However, on postoperative day eight (8), computed tomography revealed halt, for which warfarin was administered. The patient had no clinical symptoms associated with halt. No valve dysfunction was noted. The antiplatelet/anticoagulation regimen after tavr and at the time of halt noted was unknown. The patient was discharged on pod 21. On-pod-63, the patient was hospitalized again for heart failure due to pvl. The pvl was moderate. The patient received treatment heart failure control and anticoagulant therapy for halt. On pod-80, tav in tav was performed. A 26mm sapien 3 ultra resilia valve was deployed into the pre-existing the 23 mm sapien 3 ultra resilia valve.